Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-mar-2022. H.6. Investigation: it was reported there are several syringes with plastic fragments inside. To aid in the investigation, three samples were received for evaluation by our quality team. One sample has no packaging blister and the other two have the packaging blister. A visual inspection was performed and all three samples have plastic particles at the bottom of the syringe and adhered to the rubber stopper. The retaining ring that is at the inner wall of the syringe barrel is also damaged. No other defects or imperfections were observed. This defect occurs during the molding process when parts are not ejected from the mold during the first attempt, but were ejected after the second or additional attempts inducing the damage to the retaining ring and the creation of the plastic particles. A device history record review was completed for provided material number 309653, lot number 1335318. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was completed. The settings were correct, no parts getting stuck were observed and the alarm that is activated if a part is stuck was on. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h.10.

Event description:
It was reported that prior to using the bd luer-lok¿ syringe sterile, single use, 50 ml, foreign matter was observed in five syringes. The following information was provided by the initial reporter: customer stated that they have several 50ml syringes with plastic fragments in the syringes.

Event description:
It was reported that prior to using the bd luer-lok¿ syringe sterile, single use, 50 ml, foreign matter was observed in five syringes. The following information was provided by the initial reporter: customer stated that they have several 50ml syringes with plastic fragments in the syringes.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.